Event description:
It was reported that pump experienced malfunction after recent update. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and successfully completed reset with assistance; no additional information was received regarding any further outcome.